Event description:
Procedure: hemorrhoidectomy. According to the reporter: the staple line did not fire completely and some of the staples did not form properly. The device was fired on a very large vascular hemorrhoid. The staple line was corrected by over sewing with sutures. Operative time was extended by roughly 30 minutes.

Manufacturer narrative:
(B) (4)